Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that the balloon rupture was noticed after the second passage in the patient. It is unknown how the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. The manufacturing site recorded examination of various inspections for the device, where no rejects related to reported issue were reported, and of various subassemblies, where no rejects were recorded. Investigation summary: a tri-funnel replacement gastrostomy device, product 000720, was returned for evaluation. Functional, visual, microscopic, and tactual evaluations were performed. The investigation is confirmed for a balloon burst as the characteristics of the break, including a longitudinal split with a finely granular break surface and stretching of the material, are consistent with a burst due to over-pressurization. Leakage occurred through the split when the balloon inflation lumen was infused. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The IFU states: ¿3. Check balloon volume every 7 to 10 days for correct inflation volume using the following steps: discontinue feeding. Use a luer-tip syringe to completely evacuate water from balloon. Discard evacuated water. Reinflate balloon with appropriate amount of water. Maximum inflation volume is printed on the color-coded balloon inflation port.¿ ¿¿do not exceed the maximum recommended inflation volume¿¿

Event description:
It was reported that the balloon rupture was noticed after the second passage in the patient. It is unknown how the procedure was completed. There was no reported patient injury.